Event description:
It was reported that the customer experienced low blood glucose and received emergency medical assistance for 7 times last year with his previous insulin pump. Customer was treated via IV and refused to be taken to the hospital. Customer was not in a vehicular accident. Troubleshooting was not done due to customer no longer has the insulin pump. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.